Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The calibration data was acceptable. The qc data showed 1 level was out of range on the day of the event. The alarm trace showed "sample probe: abnormal aspiration errors", which are indicative of possible poor sample quality. The field service representative found the dispense nozzle was bent and the vacuum nozzle was slightly clogged. He performed adjustments and cleaning's. He verified the instrument was properly working by performing checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for multiple patient samples on a cobas pro ise analytical unit. Results for the na electrode and some results for the cl electrode were also affected. Five examples of the provided samples: sample 1: the initial na result was 142 mmol/l, and the repeated result was 132 mmol/l. Sample 2: the initial na result was 154 mmol/l, and the repeated result was 140 mmol/l. The initial cl result was 115 mmol/l, and the repeated result was 103 mmol/l. Sample 3: the initial na result was 149 mmol/l, and the repeated result was 139 mmol/l. The initial cl result was 115 mmol/l, and the repeated result was 106 mmol/l. Sample 4: the initial na result was 149 mmol/l, and the repeated result was 139 mmol/l. The initial cl result was 115 mmol/l, and the repeated result was 106 mmol/l. Sample 5: on (B)(6) 2025, the initial na result was 147 mmol/l, and the repeated result was 135 mmol/l. A sample result was questioned by the physician, which caused the customer to repeat the samples. The repeated results were obtained on another module and were believed to be correct.